Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a burr became stuck in the lesion. Vascular access was obtained via the femoral artery. The target lesion was located in the severely calcified and moderately tortuous right coronary artery. A 1.25mm rotalink burr was selected and several runs were made with no issues. The 1.25mm rotalink burr was removed and replaced with this 1.5mm rotalink burr. Additional runs were made with no issues until the last run. On the last run, there was severe resistance and then the burr stalled. The burr was stuck in the mid right coronary artery. The physician attempted to utilize dynaglide for removal, however, this was unsuccessful. While the burr was stuck, possibly due to an artery spasm, there was still perfusion to the artery. The patient's pressure was low and the physician decided to intubate the patient. The decision to intubate the patient was not a result of the stuck burr; rather, it was noted that it was because the patient had difficulty breathing and was not stable so they sedated and intubated patient. Another physician was called into the case and was able to remove the burr with little resistance. It is thought that when the patient was intubated, the artery relaxed and the burr was then able to be removed. It was confirmed that there was no damage to the vessel. The procedure was completed with ballooning and placement of a promus element plus stent. No further patient complications were reported and the patient¿s status is fine.